Manufacturer narrative:
The returned cable was evaluated. During evaluation, the cable passed visual analysis and software testing; however, failed functional analysis due to open in cable on the green and white conductors along the length of the cable. A "sensor off patient" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. (B)(6).

Event description:
The customer reported: "intermittently would display values and then suddenly display no values with no error message" no known impact or consequence to patient was reported.